Event description:
It was reported this catheter was successfully placed. It was noted during a scheduled catheter exchange, this drainage catheter had fractured at the distal pigtail. The company's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. User technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause of this event. The company's directions for use state: "the catheter is designed for perctaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".